Event description:
Procedure: unk. According to the reporter: the endocatch ii bag tore during the unfolding. There was no further report of patient injury. The specimen was manually removed from the patient cavity.

Manufacturer narrative:
Initial report submitted: march 21, 2008.